Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the process pcb defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the process pcb. In addition, we confirmed that the xenon lamp worn out, the power supply unit worn out, and the scope connector unit broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
In epk-3000, error03-0008 occurs and cannot be used for inspection. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.